Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: a review of the black box showed multiple ¿loss of prime¿ warnings had occurred. The returned battery cap and cartridge cap were used to complete investigation. The pump successfully completed ezprime steps and was exercised for 24 hours with errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly, the patient had changed the cartridge and determined that the motor had started, but no insulin delivery occurred. The reporter stated that the patient changed the battery, the cartridge, and the infusion set but the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).